Manufacturer narrative:
Previously reported: during the evaluation of the device at the manufacturer's service center, an error code 193 and 290 were found in the ventilator's downloaded error log. The device's internal battery will need to be replaced. Additional findings not related to the malfunction were the rubber feet, handle and door did not meet the acceptance criteria of the device. During the evaluation of the device, it was confirmed that the internal battery will need to be replaced, the software was upgraded to the current version and internal battery replaced to resolve.

Manufacturer narrative:
Previously reported: during the evaluation of the device at the manufacturer's service center, an error code 193 and 290 were found in the ventilator's downloaded error log. The device's internal battery will need to be replaced. Additional findings not related to the malfunction were the rubber feet, handle and door did not meet the acceptance criteria of the device. During the evaluation of the device, it was confirmed that the internal battery will need to be replaced, the software was upgraded to the current version and internal battery replaced to resolve. After replacement of internal battery was performed, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. Determination made that device will be scrapped.

Event description:
During the evaluation of the device at the manufacturer's service center, an error code 193 and 290 were found in the ventilator's downloaded error log. The device's internal battery will need to be replaced. Additional findings not related to the malfunction were the rubber feet, handle and door did not meet the acceptance criteria of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.